Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 12/03/2015. The reporter of the complaint stated the product would be returned for analysis. To date, the device has not been received by apollo. Based on the serial number provided, the connecter type is assumed to be a taper ii. If returned, visual examination may confirm or determine another connecter type associated with this complaint. Device labeling addresses the reported event as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the physician reported the patient complained of feeling hunger and noticed a lack of restriction of their lap-band system. The physician was unable to withdraw any fluid from the port. The fractured port was removed and replaced.